Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation. It was identified that the right atrial (ra) lead exhibited no sensing, undersensing, high thresholds and no capture. It was noted that the ra lead had dislodged. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.